Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed on (B)(6) 2018 for an unspecified reason. A 16cm spectra concealable penile prosthesis was implanted. No patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed for an unspecified reason. A 16cm spectra concealable penile prosthesis was implanted. No patient complications were reported in relation with this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.